Event description:
The customer observed negatively biased k+ results on a pt sample and qc fluids. Pt results were reported, and treatment initiated. A corrected report was issued after retesting. Biased results of this type may lead to inappropriate physician action. There was no report of pt harm as a result of this event.